Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician reported observing elevated pacing capture thresholds immediately following lead placement during several recent implant procedures. According to the physician, the pacing thresholds initially appeared higher than expected and required approximately 10¿20 minutes to decrease. A large current of injury was reportedly observed on the ra and rv leads, and the thresholds decreased during the procedures. The physician indicated that the thresholds ultimately decreased to acceptable levels by the end of the procedures. The leads remained in use and no patient complications have been reported as a result of this event.